Event description:
Pt pulled inflated balloon of catheter into lower 1/2 of penis. Catheter balloon would not deflate with syringe or when catheter was cut. Necessitating puncturing of balloon with guide wire by md.